Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: emergency high anterior resection (B)(6) 2018. Issue: during the use of the ecs29a, the anvil of the device was secured to the proximally transected transverse colon via a hand sewn purse string suture, the trans-anal portion of the stapler was appropriately positioned and opened as per the j&j optimal device performance instructions, with the trocar of the stapler piercing through the stapled sigmoid stump - anterior to the staple line. The suture was not interfering with the docking spring and it appeared to dock with the trocar of the stapler as normal, the stapler was then closed onto the selected tissue and closed until an appropriate tissue resistance was achieved within the green range of the tissue compression scale, waited 15 seconds, re-tensioned and fired. I did not hear the audible feedback ¿crunch¿ although it was reported by dr that the tactile and audible feedback occurred. Dr opened the device a half to ¾ turns, but was having trouble trying to remove the stapler from the anastomosis, it was then realized that the anterior portion of the staple line had not formed and that the bowel was left open on the anterior side of the anastomosis. Once the device was successfully removed from the partially formed anastomosis, it was decided that the best form of action was to transect a further 3cm from the distal stump and 1cm from the proximal stump. The same techniques were used for the 2nd attempt at an anastomosis and the 2nd firing of a new ecs29a was successful, with the balance of the case continuing as normal and due to being a high anterior resection, the patient avoided a temporary ileostomy or colostomy. Delay to the procedure: 1 hour, with another ecs29a being used to complete the anastomosis. Patient outcome: the case completed as expected and was successfully leak tested. A clear patient outcome will only be available over the next few days. Post procedure: dr and jnj representative inspected the stapler and the resected, failed anastomosis. There was only 1 apparently complete donut contained within the stapler, all staple drivers appeared to deploy as expected and the tactile feedback disc was cut through as per a normal & successful firing. It was noted that staples appeared to be missing altogether from the anterior side of the failed anastomosis, there were no malformed staples present.

Manufacturer narrative:
Product complaint (B)(4). Batch # r58z1g. Photo evaluation summary: six photos were provided. Picture one shows the tip of a device from the top view. No staples are noted on the pockets and tissue and the half of a washer can be seen inside of the casing. Picture two shows the anvil of a device with the half washer inside. Marks are noted on the washer. Picture three shows tissue. No staples are noted on the tissue. Picture four shows the tip of a device. No staples loaded are noted. Picture five shows the tip of a device with the knife and drivers exposed. Picture six shows packaging label with lot number r93n35 and expiration date 2023-05-31. Based on the picture alone the event described cannot be confirmed. Please refer to device analysis for full analysis details. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint (B)(4).